Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to have a collimator filter stuck. The filter ladder was exercised manually, and system was operational. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was booting into stand alone mode after multiple reboots. No patient present.